Event description:
It was reported when preparing the catheter, it was carefully removed of the packaging and left on the auxiliary table for preparation. When flushing to fill the catheter with sf0.9%, a leak was seen at cm 44 of the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, but the exact cause could not be determined from the video that was provided for investigation. The video showed a per-q-cath PICC laying on the blue drape. A syringe was shown connected to the t-lock extension set. The stylet was shown within the catheter. Darker areas on the blue drape appeared to be wet areas at the distal tip of the catheter and near the midpoint of the catheter. The distal tip of the catheter was clamped with hemostats and a clear fluid was shown to be dripping from the side of the catheter tubing. Since a leak was observed in the video, the complaint was confirmed. The observed damage can occur from contact with a sharp instrument or forceful removal of the stylet; however, since the characteristics of the leak site could not be microscopically examined from the video, the exact cause could not be determined.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reeq2486 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when preparing the catheter, it was carefully removed of the packaging and left on the auxiliary table for preparation. When flushing to fill the catheter with sf0.9%, a leak was seen at cm 44 of the catheter. No other information was provided.